Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device monitor is lagging. There was no patient harm. Based on the information available, device is evaluated at customer site and software has been updated from 2.00.21 to 2.00.23 which resolved the reported issue. No further evaluation is required. Device is working fine as per manufacturer's specifications after software has been updated from 2.00.21 to 2.00.23. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.